Manufacturer narrative:
Serial number and unique device identifier (UDI). Device manufacturer date.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing was unable to replicate the issue. The field service engineer (fse) restarted the application many times, did multiple registrations, and found navigation to be very accurate. The fse rebooted the system three times as well and it worked fine. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) and serial number are unavailable. System manufacture date is unavailable.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive twice. Rebooting resolved the issue however the site opted to abort use of the navigation system after the second instance. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: supplemental report 003 inadvertently filed with incorrect aware date. Value should have been 2019-03-08. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the reported issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.